Event description:
Additional information was received indicating the physician suspected the loss of capture and noise was due to non-confirmed lead fracture. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture and noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead resulting in dyssynchronous pacing. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.